Manufacturer narrative:
Device evaluated by MFR.: a promus elite ous mr 28 x 2.25mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage with stent struts lifted from their original crimped position. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27-jan-2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed, 25mm in length, concentric, de novo target lesion was located in the severely tortuous and moderately calcified, 2.25mm in diameter left circumflex artery. There was a significant bend between 45 and 90 degrees. Following adequate predilitation with a 2.00x12mm maverick balloon catheter, there was 70% residual stenosis in the lesion. A 2.25 x 28 promus elite drug-eluting stent was advanced for treatment but could not cross the lesion. The device was removed and the procedure was completed with a 2.25 x 28mm non-boston scientific stent. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.